Event description:
During use in a procedure the ceramic head of the side effect electrode broke off into the patient. The surgeon was able to remove the piece by flushing the joint. X-ray confirmed that the piece was removed. Reported no patient injury as a result of this situation. If this were to recur and the fragment not removed at the time of the event it could potentially result in patient injury.